Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received an occlusion alarm. The customer's blood glucose level ranged from 400 mg/dl to 500 mg/dl. Reportedly, customer changed cartridge and infusion set and resumed insulin successfully.